Event description:
The device was applied during an unspecified procedure. Reportedly, the instrument ejected clips prematurely. The hosp has reported no pt injury.

Manufacturer narrative:
11/6/96: supplemental report #1 sent to FDA. Device returned to MFR on 10/17/96.